Event description:
Device malfunction: device failure unk (device #1). Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician attempted arteriotomy closure of an unspecified artery using the proglide device after an unspecified procedure. Reportedly, the device failed to achieve hemostasis. The device was removed and a second proglide device was used with the same results. Hemostasis was achieved by an unk method. Though requested, no additional info was provided.

Manufacturer narrative:
The customer reported, the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. Device #2 - proglide (part #12673-03; lot #unk), is being filed under a separate medwatch report.